Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as the device was not returned and no photographs of the explanted pump were provided by the account. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account communicated that they suspected pump thrombosis. The patient had elevated ldh, elevated plasma free hemoglobin, hematuria, and tea colored urine. However, pump powers were reportedly in the 5.0 watt range and stable, which was noted to not be elevated by the account. The patient was reportedly coagulopathic in the setting of hemothorax evacuation treated with a major blood transfusion and vv ECMO support. Pump speed was decreased secondary to rising ldh and plasma free hemoglobin. The account performed a columbia ramp study which yielded a slope of -0.07. According to the study, a slope greater than -0.16 was diagnostic for flow obstruction. The patient was treated with vasodilator/anti-inflammatory medication, asa was increased, and was he given a blood thinner ptt goal of 80-110. A correlation between the suspected pump thrombosis and the reported events could not be determined. The patient ultimately underwent a pump exchange on (B)(6) 2019. Although explanted, heartmate ii lvas, serial number (B)(4), will not be returned for evaluation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
After the patient's pump exchange ldh remained elevated. The treatment included integrillin and bivalrudin. Eventually the patient was treated with brilinta and coumadin with inr goal 2.5-3.5. The account reported the patient has been within range and complaint with brilinta. Ldh has remained stable and trending downward. During the last visit, the patient's pi dropped and was treated with fluid bolus and am diuretic. The log captured low voltage hazard events on (B)(6) from what appeared to be a total loss of power to the mpu. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted due to suspected pump thrombus. The patient had elevated lactate dehydrogenase (ldh), plasma free hemoglobin and hematuria. On (B)(6) 2019, the patient had a pump exchange. No further information was reported.